Manufacturer narrative:
Pump functioned as intended. Customer's blood glucose level was captured in mfg report #3013756811-2026-03783. This event does not meet MDR requirements as defined by 21 cfr 803.

Event description:
It was reported there was difficulty hearing the pump alarm for high blood glucose alerts, with the volume sometimes too low to be audible. This issue was observed during a blood glucose spike at night, where the alarm was initially quiet and later increased in volume, though some alerts did not trigger as expected. Customer's blood glucose (bg) level displayed as high; cause was not known. Upon investigation, all sound settings were confirmed to be on high volume, and a test alert was successfully loud. The pump was replaced under warranty to ensure customer satisfaction, and the customer switched to multiple daily injections as a backup insulin therapy.